Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a loss of history on both receiver and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of history on both receiver and smart device was confirmed via data. The root cause could not be determined. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was perfomed and the transmitter had voltage. A pairing test was performed and the test passed. Functional testing was performed and the test failed. A review of the data log observed firmware errors. The reported event that there was a loss of history on both receiver and smart device was confirmed. A root cause could not be determined.